Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that they were with the patient in office and reported patient had a fall 2-3 months ago. Caller stated impedances initially showed green on 0-7 pair so they reprogrammed to use those electrodes but upon seeing oor message on both tablet and controller, impedances were checked again and about half the electrodes showed as "avoid" and half showed as "do not use". Caller checked various reference electrodes and values ranged from 29k-40k ohms. Technical services (tss) reviewed that without any viable electrodes, there wouldn't be any reprogramming options. Tss reviewed that stim could be turned off as it wouldn't provide benefit at this point and suggested x-rays and that likely extension and/or lead would need to be replaced. The rep also reported that the patient was also unable to charge their ins past 50% but in office, they were able to connect to ins with excellent connection which showed ins was at 50%. Technical services suggested charging for 15 minutes in office to see if ins charge increased as patient may not be charging long enough at home. Caller stated patient hadn't reported any error messages while charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reiterated the settings not available message and noted they were hurting this morning. They were waiting to hear back from their rep.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the oor, high impedances was not determined. To resolve the issue the patient was programmed using electrodes advised to them. They also reported that it was unknown if the patient's fall was a contributing factor with the issues with the device. The patient is working with their doctor to determine eligibility for replacement. The issue was not resolved. They did also report that the patient was approved for a trial that is scheduled on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called in stating they spoke to their rep yesterday and worked on the pts stimulator and got it working. Pt usually had their intensity level at 0.1 but it was currently at 1.0 and would not go any lower. During call pt was trying to decrease intensity and got the message lower limit (screen 57). Pt was redirected to their hcp for further assistance with their programming. On 2024-jun-28 pt reported still getting settings not available message. They said they were in contact with a rep about the issue and waiting for them to help coordinate with hcp to resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that it was functionally okay with insignificant an omalies. Analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body conductor was broken at the anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was about an hour ago the patient was trying to increase their stimulation but it was not doing anything. Patient was not feeling the increase in stimulation. The patient was redirected to their healthcare provider to further address the issue. Patient noted they called last week and that issue was resolved.  Pt was extremely difficult for agent to understand during the call. Pt called back stating that they were trying to turn the stimulation up, however it was feeling like it was not doing anything. The ins was charged, but pt was trying to recharge the ins. Agent had the pt stop recharging the ins. Pt saw the batteries screen with the controller at 100% and the ins at 90%. Agent had the pt exit the batteries screen and pt saw the main therapy screen with group a on. Pt said that they therapy was working but they wanted to increase the stimulation. Agent had the pt press the up arrow on the controller, however pt said that they couldn't tell if the stimulation was going up or not, but they didn't feel like it was.  Rep reported patient is seeing oor message on her handset. Caller reports patient started to have new pain about 1.5 months ago. Caller reports patient denies of any fall, trauma or medical procedure performed, no unusual events. Caller reports patient had two programs, that rep deleted, program 1 using electrode 1 and 5; program 2 using electrodes 0, 1, 2, and 3 electrode impedance shows: orange color on electrodes 0, 1, 2, 3, and 7 red color on electrodes 4, 5, and 6 reference 0: 1: 37430 ohms 2: 40k ohms 3: 27720 ohms 4, 5, 6, 7: 40k ohms reference 1 2: 33300 ohms 3: 24550 ohms 4, 5, 6, 7: 40k ohms reference 2 3: 34780 ohms reference 3 7: 25840 ohms suggest reprogramming. Redirect caller to patient's hcp and x-ray.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was not completed at this time; once completed a supplemental rr will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The system was removed for future upgrade.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.